Event description:
Boston scientific received information that this lead displayed no capture at maximum output along with poor intrinsic sensing due to a suspected lead dislodgement. No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.